Manufacturer narrative:
At analysis the device would not communicate with a known good programmer and was to be sent on for repair and restock.

Event description:
The analyzer was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.